Event description:
It was reported that the customer had multiple air-in-line sensors broken since new install. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: initial reporter last name. Additional information: initial reporter phone #, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of multiple air-in-line sensors broken was confirmed through analysis of the provided picture samples. The motor stall - ail assy broken op1 issue was escalated via (B)(4). The components were not returned for investigation; therefore, no external inspection could be performed; however, analysis of the pictures provided by the facility show the three (3) reported air-in-line sensors to have a broken optocoupler. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3 states ¿do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. There was no patient involvement. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the report indicating three (3) pump modules had broken ail sensors was due to damaged op1 sensors. Inadequate manufacturing procedure practices lead to the ail op1 infrared/encoder led hitting the lvp camshaft encoder flags or the motor assembly. As a result, the ail op1 infrared/encoder led is impacted and causes damage to the solder joint integrity, microcracks or bending. Pump modules with these minor defects can eventually present system error 242.4030 when the solder joint is separated and the op1 infrared/encoder led will break or separate from the ail board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had multiple air-in-line sensors broken since new install. There was no patient involvement.